Event description:
The complainant reported a patient with cardiomyopathy in cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support (mcs). Post implant, same day, the distal part of anticontamination sleeve tore and was fixed with tegaderm. There was no report of harm to the patient as a result of this event. The patient continued on impella 5.5 mcs for approximately seven days before being successfully weaned. The impella 5.5 was explanted and a left ventricular assist device was placed with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of product damage (sleeve damage) has been completed. The impella device was not returned for evaluation. It was reported that the sleeve tore on the first day of support due to excessive force. Product was not returned for investigation and data logs are not relevant. Based on the clinical detail that the sleeve tore due to excessive force, the root cause of the product damage was determined to most likely be a use issue.